Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that conduction occurred on all pulmonary veins during the procedure. The farawave catheter was used during the pulmonary vein isolation to treat persistent atrial fibrillation (a fib). Pacing was attempted with the farawave catheter at each pulmonary vein; however, conduction was confirmed in all pulmonary veins; this situation has not occurred before. It persisted despite application on the pacing site. The physician suspected that the catheter output might be unusual and requested a catheter replacement. After replacement, the application was performed again in the same manner, and conduction block was confirmed, completing the procedure. The device was returned for analysis.